Manufacturer narrative:
Image review: 28 fluoroscopic cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided. The patient summary was not provided for anatomical review. From the instructions for use (IFU): adverse events that may be associated with the use of the valve include, but may not be limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. The first image confirms severe annulus calcification, consistent with the report. The implanters observed a frame overlap up to nearly the 4th node during fluoroscopic valve load inspection. The second image shows an infold exceeding the 4th node, extending to node 5, qualifying as a misload. The 3rd and 4th image display an infold on the non-coronary cusp (ncc)-right coronary cusp (rcc) side of the valve frame, corresponding with the bicuspid val ve's leaflet fusion position. Severe paravalvular leak (pvl) is visible on fluoroscopy. After switching to a 26 mm valve, image 6 shows a proper load with overlap to node 2½. However, images 7 and 8 reveal a new infold during deployment. Image 9 indicates significant pvl improvement after downsizing, suggesting the 29 mm valve was oversized. It¿s unclear if a post-implant bav or final implant assessment was performed. Per the instructions for use (IFU), misloads (crown overlap beyond node 4) require replacing all sterile components. Crown overlap increases the risk of frame infolds, which can also result from factors like inflow crown overlap, excessive calcification, or leaflet/annulus/lvot anatomy. The procedure was prolonged, but no adverse patient effects were reported. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the patient's native aortic valve was identified as bicuspid with a fusion between the non-coronary and right coronary cusps, and a large nodule of calcium was present directly opposite the raphe. Computed tomography workup and measurements were conducted, revealing the valve could have been borderline in size for a 26mm or 29mm valve. The raphe was not calcified and appeared more like a tricuspid valve at the annular level, leading the implanters to select a 29mm transcatheter aortic valve to achieve better annular sealing. During fluoroscopic inspection of the valve load, a frame overlap up to almost the 4th node was noted, but the valve and delivery catheter system (dcs) were used. The patient's anatomy influenced how the guidewire and dcs crossed the native valve. During the initial deployment, an infold extending all the way up the valve was observed. Subsequently, the valve was recaptured and withdrawn, and a smaller 26mm valve was used for implant. No patient complications have been reported as a result of this event. Additional information was received that a slight delay occurred as a result of the infold as the implanters had to wait for a new valve to be loaded.

Manufacturer narrative:
Updated data: d4 h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.